Manufacturer narrative:
The insulin pump was received with a blank display due to broken battery tube threads. The broken battery tube threads will not allow the battery cap to properly secure on the pump. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that there was crack at the side of the battery compartment from the top. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.